Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was being ventilated on an 840 ventilator, there was a power loss. The patient was not harmed or injured as a result of the event. The customer replaced the control panel and requested a field service engineer (fse) to verify and perform an inspection of the ventilator. Further information has been requested.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a device alert, had a power loss, and had an inoperable compressor. The ventilator had no alternating current (ac) power. The patient was transferred to another ventilator. The patient was not harmed or injured as a result of the event. In addition, it was reported that the ventilator had generated a graphical user interface (gui) key stuck error in the diagnostic logs. It was reported that the customer had replaced the control panel to resolve the power loss issue. The customer also replaced the gui keyboard to resolve the gui error code. A service engineer (se) inspected the device and the unit passed testing and operated within the manufacturing specifications.